Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxf042 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient came in for port flush, nurse went to flush needle, and drop of saline oozed out the port needle.